Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device was returned for evaluation. Additionally natural wear and deformation were identified in sample evaluation. The investigation is confirmed for catheter break, naturally worn and deformation due to compressive stress and it inconclusive for fluid leak. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6 (device: naturally worn: 2988). H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced catheter break, fluid leak, naturally worn, and deformation due to compressive stress. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device was returned for evaluation. Break was identified during evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced catheter break and fluid leak. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.